Event description:
A report was received that the patient underwent a pocket revision due to pocket pain. The ipg remains implanted in the patient.

Manufacturer narrative:
Additional information received indicated that the patient was revised and doing fine. However, the patient is having some issues charging due to some swelling at the pocket site. The physician will perform an allergy test on the patient to see if the patient is allergic to the ipg. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.